Event description:
It was reported that during an unk procedure that the clips would not advance. Another like device was used. There was no pt consequence.

Event description:
Caller reported blood glucose results of 150 mg/dl, 512 mg/dl, and 125 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.